Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and audio anomaly. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting and advised to insert a new battery. Customer stated that after inserting new battery display did not return. Customer also stated that insulin pump suddenly started with noise. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and audio or beep anomaly noted.